Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) - implanted: (B)(6) 2013; 507645 implantable pacing lead - (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient presented to the ER (emergency room) with discomfort in the pacer pocket when paced. Interrogation of the device showed that there were ventricular lead warnings due to right ventricular (rv) lead low impedances and a switch to unipolar as well as high outputs due to vcm (ventricular capture management) increasing to five volts. It was also noted that there were some oversensing when the pocket was manipulated. It was further reported a couple months later that the right ventricular (rv) lead continued to have lead warnings for low impedances and that the lead switched to unipolar but still was sensing and pacing appropriately in bipolar. The lead and device remain in use. No patient complications have been reported as a result of this event.